Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying correct kit components were being used, washed, and dried according to our instructions for use; and verifying no milk back up had occurred. The troubleshooting did not resolve the issue, but the customer was out of warranty so no replacement breast pump was sent and she refused to return her original pump. In follow up with a complaint handler on (B)(6) 2022, the customer indicated her mastitis started on (B)(6) 2022 and she had been diagnosed by her doctor who prescribed antibiotics. She additionally indicated that her mastitis had cleared after she had borrowed her sister's older freestyle flex breast pump when her breast pump stopped emptying her breasts. Based on the results of our internal investigation (B)(4) it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022 the customer alleged to medela llc that her freestyle flex breast pump had low suction, which had caused clogged ducts.